Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with both seals broken and the left plunger case cracked. The device was tested using the power up process. The reported issue was unable to be duplicated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced main board for preventive. Performed power up process and all functional tests which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that device had acc watch dog failure. No patient injury reported.